Manufacturer narrative:
The complaint device was received at the service center and the following defects were identified: functional : electrical short, error code : fc014. Per service reports, this complaint was confirmed. Based on service manual operational and diagnostic, the device was found to be non-repairable, and it was discarded. A manufacturing record evaluation was performed for the finished device serial number (B)(6), and no non-conformance was identified. Based on the investigation findings, the potential root cause is traced to faulty parts. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during service and evaluation, it was determined that the fms device had an electrical short. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.